Manufacturer narrative:
Section d4, h4: there was no serial number provided therefore the expiration date and manufacturing date were unable to be populated. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via log file analysis. The heartmate mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 7 days ((B)(6)2020 per timestamp). On (B)(6) 2020 at 10:19:33 - 10:20:18 there was a total loss of ac power while connected to the mobile power unit which triggered a no external power alarm. The backup battery provided power during this event. This event cleared on its own when power was restored. Pump operation was not affected. There were no other notable alarms in the log file. Additional information communicated on (B)(6)2020 indicated that the mobile power unit (mpu) was removed from operation, that the mpu has a v-lock connector, the serial number of the mpu was unavailable and that the status of the power cord during the reported event is unknown. The root cause of the reported no external power alarm was unable to be conclusively determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including low voltage advisory and power cable disconnect alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial/lot number has been requested but not provided, and therefore no UDI is available. PMA/510(k): #p160054. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on the mobile power unit (mpu). Technical services reviewed the log file and observed a no external power on (B)(6) 2020. This was cause by the power to the mpu being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet, the mobile power unit, or some other type of power disruption.the mpu has been removed from operation. The mpu has a v-lock connector on the a/c power cord. There were no environmental factors that affected the a/c power at the time of the event because the mpu was used at the hospital was plugged into red emergency outlet, no power outage occurred.